Event description:
It was reported that during a uterine myomectomy the blade broke. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.